Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 25.4 mg/ml at a dose of 6.992 mg/day and bupivacaine 14.5 mg/ml at a dose of 3.991 mg/day via an implantable pump. The patient's concomitant medications and medical history were not obtainable. It was reported that the pump alarmed as the motor was blocked granada 1 for more than 48 hours and the patient experienced withdrawal syndrome. The event date was unknown. Environmental, external or patient factors that may have led or contributed to the event were reported as withdrawal syndrome. Actions/interventions taken to resolve the issue was a pump replacement on (B)(6) 2016. At the time of the report the patient's status was alive-no injury and the issue was reported as unresolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
It was noted that the pump logs were available and were to be sent. There was a message ¿motor blocked if the stopped pump period exceed 48 h¿ there were no other pump error messages present. The pump did not recover prior to the explant. The cause of the motor stall was not determined. The patient was not exposed to emi or an MRI at the time of the stall. The patient was good with pain controlled.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4) found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.